Event description:
The user stated they received erratic and inconsistent sodium results for 300-400 patient samples. The erroneous results were auto-released on the night shift on (B)(6) 2010 through (B)(6) 2010 until the problem was discovered later in the day. On (B)(6) 2010, the patient samples were repeated on another modular ise system and the results were corrected. The user provided one example of an initial sodium result of 127 mmol/l and a repeat result of 139 mmol/l. The user stated there were no reports of patients being adversely affected. The lot number of the sodium electrode was not provided. The field service representative determined there was a defective sodium electrode and replaced the electrodes. He verified the analyzer operation by running calibration, quality control and precision checks with acceptable results.